Event description:
The hcp reported a pt had a return of symptoms (unspecified) and went through withdrawal. A catheter access port procedure was done which showed no aspiration through the catheter access port. No volume discrepancy was found. The hcp is scheduling the pt for catheter replacement in a month. The drug used in the pump is baclofen 475 mcg/ml at 155 mcg/day. The hcp reports the pt is stable. Additional info has been requested from the hcp but was not available on the date of this report.